Event description:
A 3.5 mm open irrigated tip catheter with power of 40 watts associated with steam pop causing myocardial perforation. Suggest to limit power delivery in right/left atrium. Not to exceed 30 watts to prevent perforation / steam pop. Patient went to surgery for repair of coronary sinus.